Event description:
It was reported that the 9600 system would intermittently not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sim board was replaced during the service call. The sys was tested and found to be working as intended and put back into service.